Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of the emergency room visit was over 400 mg/dl. Customer stated that he thinks he was not getting enough insulin during boluses. Nothing further was reported.